Event description:
Philips received a complaint on the mx40 patient wearable monitor indicating that during evaluation at bench repair, the device had no audio. The device was not in use on a patient at the time of the event, so there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no speaker sound at start up test, and the speaker was defective. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The customer was provided a replacement device to resolve the issue. Section d4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.